Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient felt stimulation stop and got the reposition antenna screen with his implantable neurostimulator recharger (insr). This occurred on (B)(6) 2015. It was noted that the patient had his implantable neurostimulator (ins) because of pain from prostate surgery which occurred prior to getting his ins. The patient had pain and had an epidural rf ablation on (B)(6) 2015 from his anus to his tailbone. The patient may be in overdischarge and unable to connect with his patient programmer (pp). A day later it was reported that there was a poor communication screen on the patient programmer (pp). The implantable neurostimulator recharger (insr) could not communicate. The last successful charge session was on (B)(6) 2015. On (B)(6) 2015 ¿everything shut down¿ and the stimulator stopped working. Further follow-up is being conducted to determine what steps were or will be taken to resolve the issues. If additional information is received, a follow-up report will be sent.